Event description:
During clinical inservicing, there was no airflow to the console's left output during footpump operation. The foot pump assembly was replaced and there have been no further problems.